Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2020-00844 for product code unk_preface sheath. MFR # 2029046-2020-00845 for product code unk_smartablate pump.

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a preface® guiding sheath with multipurpose curve and a smartablate¿ system irrigation pump (us) and suffered air embolism. While mapping the right superior pulmonary vein (rspv) with the thermocool® smart touch¿ bi-directional navigation catheter, a possible calcification or potential air bubble was visualized using the soundstar catheter. It is unknown if medical/surgical intervention was provided. There¿s no indication that extended hospitalization was required as a result of the event. The patient was reported in stable condition. No bwi product malfunctions were reported. Physician causality opinion is unknown. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.